Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Section h6 for type of investigation was updated and a date of return was provided in section d9. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
On (B)(6) 2023 this product was being used in a patient procedure. Theatres reported that they removed a maryland forceps from the sheath and noticed that a piece of metal was missing from inner bore at the working end of the 33300 sheath. This piece of metal was retrieved from the port and an x-ray taken while the patient was still under general anaesthesia. There was no known signs of metal inside the patient at this time. Upon inspection, the karl storz rep has concluded there is likely a small amount of metal work still missing from the inner channel of the sheath.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).